Event description:
Sorin group (B)(4) received a report that the s5 system randomly displays an error message when switched on during set up. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective dc/dc module. The module was replaced and subsequent testing was conducted without further issues. The unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova rep.

Manufacturer narrative:
No patient involvement. Sorin group (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 system randomly displays an error message when switched on during set up. There was no patient involvement. The investigation is ongoing. A f/u report will be sent when the investigation is complete.